Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation.new information added to the following fields: h3, h6.a review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified.based on the results of the investigation, since bite on insertion section was confirmed, internal elements may have been pressed by some external stress, which broke charged coupled device cable. Important information ¿ please read before useprecautions: cautionturn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor.precautions for disappeared or frozen endoscopic image: warningfollow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination.3.8 inspection of the endoscopic systeminspection of the endoscopic imageconfirm that the wli and nbi endoscopic images are normal.5.1 troubleshootingif any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿¿.if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿.also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the bronchovideoscope exhibited noisy image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.